Event description:
It was reported that the ilet pump¿s screen was damaged when a phone was thrown onto a bed and struck the pump, after which portions of the display were not visible and the screen was not usable, consistent with a display difficult to read associated with the touchscreen; the device had been synced prior to shutdown and the user experienced trouble using the device, with no injury reported and blood glucose reported as 167 mg/dl the following morning. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light and visibility issue in the context of a damaged display, aligning with a display readability problem localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.